Manufacturer narrative:
The manufacturer became aware of an allegation of a everflo device's intake filter being melted in connection to compressor and loose strip found at compressor which may have come loose from the compressor and got in the way of the fan during use. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This device was sent to medidyne norway for warranty repair. The customer's complaint regarding melted filter was not confirmed. However, regarding the low o2 concentration was found. When opened the cannister, it was observed a leak and white powder everywhere. Thus, cleaned and replaced the cannister with a new one. After the repairs, device was normal afterwards and no flames detected. The product associated with this complaint was not returned. Based upon a complete review of the complaint record, it is concluded that there is no impact to the established risk assessment, and no further action is required. Should the device return for evaluation at a later date, a supplemental report will be filed in accordance with global vigilance reporting regulations. Complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer became aware of an allegation of a everflo device's intake filter being melted in connection to compressor and loose strip found at compressor which may have come loose from the compressor and got in the way of the fan during use. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation.